Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient experienced a ruptured implant of an undisclosed side. As a result, the patient underwent implant exchange with a mentor gel implant on (B)(6) 2026. No further information was provided. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2026, mentor was provided with an updated event description. The event occurred intra-operatively while implanting the suspected device, hence the device was never implanted or explanted. No adverse events, patient harms, or patient consequences were reported. No further information was provided. Reason for device explant and/or reoperation: n/a the product identity was determined as the following: size: 400cc brand name: mentor memorygel breast implant catalog: 3505400bc lot: 9957547 serial: (B)(6). On march 10, 2026, the mentor analysis lab received the suspect medical device for evaluation. On march 12, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The rupture extended approximately 11.0 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).